Event description:
Follow up information received identified the reported issue has been resolved.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during a visit in the physician's office the patient stated he had not been able to use his stimulator for approximately three months. Reportedly, the patient was having charging issues, a new charger was given to the patient but the battery was not holding a charge. Consequently, the patient has had the stimulation off since he stopped charging. Follow up identified, the patient's physician replaced the patient's scs ipg.